Event description:
It was reported the patient had a fall due to syncope. It was also reported that the device reached elective replacement indicator due to high thresholds that were caused by the patient's worsening congestive heart failure and cardiomyopathy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 407458, implanted: (B)(6) 2005. (B)(4).